Event description:
It was further reported that there was a fragment caused by breakage of the wire and did add to the operation time. All pieces were retrieved and removed and confirmed upon x-ray exam. It was unknown if there was adverse event to the patient.

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b5, b6 h6 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is company representative. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis.

Event description:
It was reported that on an unknown date, the tip of a non -threaded guide wire broke during an unknown procedure. It was unknown if there was a surgical delay and adverse event to the patient reported. Patient outcome was unknown. This complaint involves (1) device. This report is for one (1) 1.1 mm non-threaded guide wire 150 mm. This is report 1 of 1 for (B)(4).